Event description:
It was reported that the device was explanted and replaced as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. No patient consequences.

Event description:
New information received indicated that the device was not explanted and remains in the patient. The device was programmed to inactive.